Event description:
It was reported that during preventive maintenance it was found that there was worn screws need to be replaced; damaged machined head need to be replaced; defective motor need to be replaced. Upon inspection it was found that the rpms were unstable. No harm or delay occurred. No other adverse events were reported.

Manufacturer narrative:
This event has been reported under (B)(4). Review of the most recent repair record determined the motor speed was unstable, the machined head was damaged, and the width plate screws were worn. The motor, sleeve, machined head, pin, and width plate screws were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.